Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support consulted with another team and approved sending replacement charging supplies to address the issue.